Event description:
A malfunction was reported on the pump by the caller. There was no indication of any adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which no recurrence of the malfunction code was noted. The customer was instructed to continue using the pump and to call back if any issues reoccurred, and they acknowledged these instructions.